Event description:
On (B) (6) 2008, a board certified plastic surgeon, (B) (6) was supposed to be doing a lateral canthoplasty to the right side of my face because a 1992 orbital blowout fracture from a horse accident and the passage of time caused the right lower lid to be droopy. The physician decided to get creative while I was under general anesthesia and he injected sculptra, dermik sanofi adventis under both of my eyes. The product sculptra is poly l lactic acid crystals and the MFR claims it is a device. The product is in fact a drug. The foreign body response to the irritant crystals sets off a cascading immune response. Plla does not do this when it is used as sutures -device-, however, the crystal or microsphere engineering is intended to effect an individual's immune system. It acts as a drug and the irritation causing the bodies immune system to form scar tissue. In my case a vigorous immune response and the product improperly injected -as if it were a normal filler such as juvederm- caused clumping and tremendous inflammation. Now 2 years later and 2 surgeries later, I am disfigured. The left lower eye lid is all lumpy and granulomatous. The right lower eyelid has developed chronic inflammation that has resulted in biofilm infection, tissue necrosis and permanent scarring. I also have had numerous systemic immunological symptoms including joint pain and inflammation. I have ophthalmic sarcoidosis. This can't be fixed. Dose or amount: 7 ml, frequency: 1, route: sq. Dates of use: it cannot be removed, (B) (6) 2008 - (B) (6) 2010. Diagnosis or reason for use: the dr used this product without my permission. He wanted to make me look more symmetric. Event abated after use stopped: no. Sculptra, sanofi adventis got this product on the us market and through the FDA by calling it a device. It is a drug because its mode of action is to effect the immune system. That is how it works. Other dermal fillers provide volume but this requires a complex immune response that is not controlled. A vigorous response such as mine causes chronic granulomatous inflammation and that causes infection. The product cannot be surgically removed and adverse events are reported years after the product was implanted. The company claims they do not know how long it will remain in the body effecting the immune system. This is especially true when the m.d. Injecting it uses it like a typical dermal filler and the product clumps forming unsightly painful inflammatory nodules.